Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported one week after implant that the patient's right atrial (ra) lead was explanted and replaced due to dislodgement. The ra lead was reported to have been revised within the first day of implant for dislodgement as well. No patient complications have been reported as a result of this event.